Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing, increased sensing integrity count (sic), and high and varying impedance. Lead fracture is suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and a right ventricular lead integrity alert. The impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2014, sensing integrity counts up to 56; high-rate non-sustained episodes with evidence of lead noise oversensing. On week of (B)(6) 2014, rv bipolar lead impedance measured 1121 ohms up from 494 ohms. Rv lead integrity warning occurred (B)(6) 2014 for sensing integrity counter greater than 30 in 3 days and rv lead impedance variation in last 60 days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).